Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited pacing lead impedances of greater than 2000 ohms on the right atrial (ra) lead. The physician stated that he/she remembered getting an out of range impedance when in atrial fibrillation (af). Technical services stated that they have no recollection of this phenomenon and stated that the high pacing impedances indicate a lead issue or a connection issue. Furthermore, it was reported that the device was not mode switching. The patient's programming was reviewed and there are no mode switching capabilities in the setting they were programmed to aair. Additional information indicated that the out of range impedance measurements were believed to be due to a counter anomaly where average daily impedances recorded below 300 ohms leads to sporadic weekly averages of greater than 3000 ohms. However, technical services indicated that this does not occur for the product line the patient currently has implanted.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional becomes available, this report will be updated.